Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. The customer took multiple glucose tablets to address the decreased bg. Reportedly, the customer lost consciousness and woke up in the hospital receiving intravenous fluids of saline and insulin as the glucose tablets had addressed the low. Reportedly, the customer "fractured back, torn muscles in right shoulder and right leg quad, tongue bite, lip bite". Reportedly the customer was discharged (B)(6) 2026 with the issue resolved and no permanent damage.